Manufacturer narrative:
(B)(4)

Event description:
It was reported "the catheter was inserted into the patient successfully. The pump alarmed purge failure. Change the other pump". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of "purge failure" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "the catheter was inserted into the patient successful. The pump alarmed purge failure. Change the other pump". No patient injury or consequence reported. The patient's current condition is reported as "fine".